Event description:
(B)(6) is (B)(6) and has mild hearing loss. Because of covid and retirement he looked for an otc hearing aid. Retirement funds are limited, and hearing aids are not included in his insurance. Costs are prohibitive when they run (B)(6). He attempted to identify what he needed, and the literature suggested a hearing aid as opposed to a sound amplifier. He came across nano hearing aids. He called and specifically asked if the nano product is a hearing aid as opposed to a sound amplifier. Nano claimed their product is a hearing aid. He placed the order on a (B)(6). Two weeks later he received what he thought was a pair of hearing aids. However, within a month one of the hearing aids malfunctioned. He had purchased the elite protection plan which was supposed to cover the product for a year. Nano required that he go through several lengthy tests which pushed him past the 45 day return policy. Nano then required that he return both ear units, which he returned. Two weeks later he received the replacements but once again within a month one of the units malfunctioned. When he called, he was once again required to send back both ear units but this time he had to pay for shipping. He returned both units via usps priority mail with tracking. When he had not heard from nano a week after usps had delivered the package, he called. Nano claimed they had not received the ear units. He provided the usps tracking and nano said they would call back when they had located the package in their warehouse. They did not call back. Two days later he called nano and now they claimed they had found the ear units but he was liable for repair costs. When he objected because he had purchased the elite protection plan, they said they would have to call back. Once again they did not call. More than a week later he called again and was told that replacement ear units would be shipped. But for his peace of mind nano wanted him to once again purchase the elite protection plan. You have to hunt through their product information to discover that once replacements are sent, the elite protection plan is voided. The cost of the elite protection plan is (B)(6) but because he had so much trouble it was discounted to (B)(6). When he balked at that (B)(6) (with nano and we are certain that is not her real name and probably not even her extension) reduced it another (B)(6). It is our understanding that the FDA issued a warning to companies like nano to stop advertising their products as hearing aids. Not only does nano advertise their product as a hearing aid, they claim when asked about their product that it is a hearing aid senior citizen are being victimized by this criminal activity. It is false advertising, false claims about their product, and the product isn't worth (B)(6) much less hundreds of dollars. Nano knows that the product will malfunction quickly. When the customer has a problem within the 45 days, nano subjects the customer to lengthy so-called testing (letting the hearing aid run down then charge it for so many hours and when that doesn't work do it again and again) until the 45 day refund period has expired. Some customers have returned the product within the 45 days and nano has claimed the customer damaged the ear units, so they have refused to make the refund leaving the customer with nothing. This has got to be stopped. On behalf of my husband (B)(6) I am filing this complaint with the FDA in the hopes that you will take action to stop these companies from scamming senior citizens (B)(6). FDA safety report ID # (B)(4).